Event description:
A pt reported experiencing hypoglycemia while using a fasttake meter. In 2001, pt's blood glucose was 'hi' on ft meter at 23:13. Pt took an add'l 10u of regular insulin per pt's sliding scale due to ft meter reading. At 23:31, pt's blood glucose was 148mg/dl on ft meter. About 20 minutes later, pt started experiencing difficulty in speaking, slurred speech, shaking and became incoherent. Pt was given some food to eat and some juice to drink with high sugar content. At about 00:45am the next day, pt's blood glucose was 44mg/dl on ft meter and paramedics were called. Paramedics found pt's blood glucose 30mg/dl on their meter of unknown brand. Pt was treated on site and not transferred to hospital. Pt has been reportedly using the same finger stick while testing on the ft meter. No further info has been provided.